Event description:
Pt implanted in 1999 in the vermilion borders. Onset of infection 2/5/1999. Pt treated with vytone 2/5/1999. The site was incised and drained 2/18/1999. The implant was explanted in 1990.